Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A certified surgical technician reported the nasal and temporal valve trocars leaked about 10 minutes into the procedure and instruments had only passed through them a few times. The infusion line valve did not leak,. It held the infusion line until the end of the case. Trocar plugs were not used and the procedure was completed without harm to the patient. No additional information is expected.

Manufacturer narrative:
Three trocar cannula/hub assemblies were received taped to cardboard in a bag for the report of leaking. The returned samples were visually inspected. One sample was found conforming and two samples were found non-conforming with a cut in each septum. The conforming sample was then functionally tested for leaking and was found conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are 2 additional complaints associated with the lot for the reported issue. The exact root cause for this complaint is unknown, however, a potential contributing factor related to the manufacturing process of the valves has been identified. An investigation has been completed and actions are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).